Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 62mg/dl, 91mg/dl. Tests were done less than 10 minutes apart with a difference of 26mg/dl. Pt did not experience any adverse events. No further info has been reported.